Event description:
Rptr has owned the scooter for 2 years, and operated it daily without problems. A svc tech performed a routine maintenance check in 11/98, and reported no problems were noted. On the day of the event, the device had been operating normally. Rptr was on scooter, faced into an elevator. She tried to back out of the elevator, but the device would not move, even though the green indictor light was on (on the control panel). Someone disengaged the brake, and the device was manually rolled out of the elevator. Rptr detected a "burned electrical" odor. The brake was then re-engaged and the device spontaneously propelled itself forward at full speed. The device crashed into a wall approx 3 feet away. The key was taken out of the control panel, and the device stopped running. Other individuals repeated this event by: disengaging the brake, re-engaging the brake, and then observing the device propell spontaneously at full speed. This was tested 2 times after the event. After the event, the device was examined. It was noted that the battery box was broken, the rear wheels were wobbling, and the burned electrical odor was present still. The battery box had been checked the night before, and it was noted to be fine previously. The rptr contacted the distributor for servicing. The distributor rep examined the device, and he believed it to be an "electrical problem"; therefore the distributor could not repair. The distributor notified the MFR. Since the event, the rptr has had to use a rental scooter, which was difficult to find. The rental is also a financial hardship. Rptr is "100% dependent" on the use of a scooter, due to medical conditions. Rptr claims that she did not sustain injury from the event.